Event description:
Patient in for an open hernia repair. Used covidien absorbatack 5mm, abstack20. Surgeon fired 8 tacks, two tacks did not hold. Continued trying to tack in mesh. On the final attempt the shaft of device bent. Surgeon quit using device and sutured in mesh. No harm to patient per surgeon.